Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg side due to the corner of the ipg sticking out. Reportedly, the ipg has not settled in the ipg pocket in a flat place. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned deeper and more flat in the existing ipg pocket to address the issue.